Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not detected on bus. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 3 was not detected on the bus. A field service engineer (fse) removed the back panel and found that the controller board had no lights. The fse proceeded to replace the board, but when connecting the drawer, it failed again, causing the device to shut down the whole system. The fse replaced two controllers printed circuit board (pcb) and the interface pcb to resolve the issue. The system functioned as intended after the field service engineer repaired the device.